Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 4 for (B)(4). It was reported by the sales rep in (B)(6) that on an unknown date, the patient underwent the surgery for unknown reason with the fns implants in question. According to the report, the surgery was completed successfully without any surgical delay. It was reported that after the surgery, the fns implants were removed and replaced with artificial bone head on (B)(6), 2022. It was reported that the cause of revision surgery was unknown. Because of the breakage of the instrument (polo product, drill), it took time to remove the locking screw, and the revision surgery was completed successfully with an hour delay. The status of the patient post-revision was unknown. No additional information was provided. This complaint involves four (4) devices.